Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.

Event description:
(B)(4). According to the information received, an end user reported a urine bag with blocked urineflow. The non-return valve was reported to be blocked.

Event description:
(B)(6). According to the information received, an end user reported a urine bag with blocked urineflow. The non-return valve was reported to be blocked.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed. Follow up 1: 2 samples were received for evaluation. A flow test was conducted which concluded that the inlet was not blocked in the bags as the water flowed easily through the non-return foil. Based upon the device evaluation, this complaint cannot be confirmed as reported.